Event description:
Customer reports that: "siphonguard broke away from valve".

Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint has been confirmed. The silicone housing was torn and the siphon guard was separated from the valve. The cause(s) of the silicone housing damage could not be determined. However, it should be noted that all valves are tested for leakage during the mfg process and no leakage was verified for this valve. A new mold was implemented during october 2007. A wall thickness was added in the stressed section of the housing, which should reduce the likelihood of propagation of any small damages to the silicone material. This valve was mfg before this new mold implementation. A review of the device history records was conducted and they verified that this valve conformed to the required specifications when released to stock. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.